Manufacturer narrative:
Concomitant products: product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there were telemetry issues. The patient had been overdischarged for approximately 3 months. Two 60 minute physician mode recharge (pmr) sessions were completed but the device had not emerged from overdischarge. The implantable neurostimulator (ins) is not likely flipped. Later it was reported that the patient was not able to charge after two attempts. The patient was out of town but was going to go in and attempt another pmr by the end of december. It was later reported that two more attempts were made on (B)(6) 2014 to bring the system out of the overdischarge status. However, they were not successful in charging the battery. The patient requested a replacement of their battery to resume stimulation for therapeutic relief after numerous attempts to bring system out of overdischarge. The replacement had not been scheduled at this time. No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found that there was no significant anomaly. The ins battery had a reduced capacity due to overdischarge. The ins was received with no telemetry. A physician mode recharge (pmr) was performed. After 47 minutes, the ins was able to be recovered and a normal recharge session began. The ins recharged normally for a duration of five hours and two minutes. According to the trace report, the last recharge session performed was on (B)(6) 2015. The device went into lock mode on 2015-08-20 and remained in this state until it was received for analysis on 2015-01-21.

Event description:
Additional information received reported that the replacement took place (B)(6) 2015. The patient was seen for a post-op follow-up (B)(6) 2015 and was doing well. The new device was reprogrammed and the patient was receiving effective therapy.

Event description:
It was later reported that the replacement was scheduled for (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted for this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that, the battery overdischarged one time (according to the patient). A physician mode recharge (pmr) was attempted but the battery was not able to be recovered. The patient was receiving effective previous to battery overdischarge. The patient¿s pain pattern returned after the ¿stim stopped working.¿ the implantable neurostimulator (ins) was in continuous mode. This was not considered normal battery depletion. The device was replaced with another product from the manufacturer. There was no patient death or injury. The patient status after the device removal was recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.